Event description:
Device was returned due to failure of volumetric test. Reportedly, pump had 9.37 average after several tests when minimum acceptable level is 9.5. Facility tried different tubing and changing petal cover without success.

Manufacturer narrative:
Device evaluation results will be provided when evaluation is completed.